Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death as indicated by the reporting party was low blood glucose. The caller stated that the customer did not have other health issues that may contributed to the customer's passing. The customer's blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was wearing sensors during the event. The caller was unable to complete a carelink upload. The caller agreed to return the insulin pump for analysis. Frn-unk-rsvr, unomed set, ozp-mmt-7020-snsr.

Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).